Event description:
A customer contacted beckman coulter inc. (Bec) hotline in regards to erroneous elevated accutni result above the acute myocardial infraction cutoff for one patient generated by access 2 immunoassay analyzer. The erroneous result was reported out of the laboratory. When the sample was repeated multiple elevated accutni results above the ami cutoff for the patient that failed to reproduce within the accutni assay precision claims. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Per customer supplied data, the patient's ckmb results were within the normal reference range on (B)(6) 2011 with a result of 2.83ng/ml. Additional patient information had not been supplied to date. The samples were collected in lihep plasma tubes. The patient sample was transferred into an insert cup prior to being loaded onto the instrument. The sample was centrifuged for 10 minutes. The customer stated pre-analytical issues with the patients sample may have affected the patient's results as they have not observed any other issues with the assay. Qc was performing within the customer's established limits on the date of the event. The customer performed system checks on (B)(6) 2011 and (B)(6) 2011, both passed with in instrument specifications. Service has not been dispatched for this event to date. A definitive root cause has not been determined to date for this event.